Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2014-23508, 1627487-2014-23517, 1627487-2014-23519. It was reported the patient is not receiving stimulation coverage after a recent fall. Diagnostic testing revealed high impedance readings on all lead contacts. Reprogramming was unable to resolve the issue. Follow-up information identified lead diagnostics are now showing multiple contacts with low impedance readings. X-rays did not reflect any anomalies. Surgical intervention is pending to address the reported issue.